Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and a drain was placed. The drain was correctly inserted with the black part inside the cavity, but the secretions only drained up to the reservoir connection. Many "tests" were attempted with no success. The secretions were drained by the wound which required a lot of dressing changes. There were no adverse pt consequences reported.